Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that during fill 6 of 6 there was a ¿make sure heater bag is on heater tray¿ warning. The patient¿s treatment was discontinued at that time. The overfill event was discovered when treatment data was reviewed. In drain 2 there was 4183ml drained for a 2300ml fill volume, which is a 182% drain indicating an overfill issue. The patient did not want a new cycler, and felt that the event was not a cycler problem. The patient chose to continue to use the cycler and will call back if any further issues arise. There was no harm reported in the initial call to technical services. Additional information was requested, but none was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.